Event description:
It was reported that this event occurred in the neuro resuscitation department. During insertion into the (B)(6) pt's subclavian, the needle hub broke. As a result, the needle was removed and replaced to successfully complete the procedure. There was no delay, harm, complication, death, or injury reported to the pt as a result of this occurrence. The user reported that the needle was removed without difficulty and no pieces remained in the pt's body as a result of the breakage.

Manufacturer narrative:
(B)(4). The device will not be returned.